Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on an alternate dimension(r) instrument. Lower results within the normal range were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was an error with the monopump delivery of sample. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.